Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead had an insulation issue. Additional information indicated that the physician was not sure if the suture sleeve caused the issue or if it was cut during implant by a blade. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Analysis did confirm insulation damage by visual inspection. The lead has surface cuts in the insulation at the suture sleeve tie down site, and cuts in the suture sleeve. Moreover, the lead passed the electrical continuity, hipot testing, and pressure testing. Furthermore, it was concluded that this is an unintended use error based on the analysis finding of induced damage (surface cuts). The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right ventricular (rv) lead had an insulation issue. Additional information indicated that the physician was not sure if the suture sleeve caused the issue or if it was cut during implant by a blade. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.